Manufacturer narrative:
(B) (4). Migration, endoleak, disease progression and aortic neck dilatation. Conclusion: disease progression and aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 44 months ago. Aneurysm morphology is unk. Vessel morphology was reported as disease progression with aortic neck dilatation. The aortic neck was currently 27 mm in diameter to 29 mm in diameter. It was reported that a recent CT demonstrated that the stent graft has migrated distally 20 mm resulting in a type I endoleak. The physician elected to intervene by implanting another manufacturer's stent graft, which successfully resolved the migration and endoleak. No additional clinical sequelae reported, and the pt is fine.